Event description:
It was reported the product was expired but used in a procedure on (B)(6) 2021.

Manufacturer narrative:
Use of product past product expiration date was confirmed. Product was used in a case on monday (B)(6)2021, whereas product expiration was 04nov2021. Based on the review of the complaint, the method used to assign ubd for the product, sterile barrier testing performed, the overall performance of the device, intended use of the device, low probability of occurrence and worst-case risk assessment detailed above, the patient risk for use of a device passed the ubd is occasional. The inventory procedure update to implement device check was not released at the time of procedure. Since the occurrence, the inventory management policy 90557240, rev g was released on 03-feb-2022. No reports of patient adverse impacts.